Manufacturer narrative:
No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Manufacturer's investigation conclusion: incidental findings: green contaminate consistent with fluid ingress on the braided aramid layer of the modular cable. The reported event of driveline communication faults was confirmed via analysis of the log file and returned product. The submitted controller event log file (labeled 20230829_095204) contained data spanning approximately 16 days (12aug2023 ¿ 29aug2023 per the timestamp). The log file captured atypical driveline communication fault alarms active due to a com_b_fault active from 28aug2023 at 21:35:57 to the last event in the log file (29aug2023 at 8:30:12). Pump speed was not affected by the alarm and the alarm did not resolve on its own. A second log file was submitted (labeled (B)(4)) after the modular cable and controller exchange. This log file contained relevant events spanning approximately 10 minutes on 29aug2023 (10:17:00 ¿ 10:27:49 per the timestamp). No driveline communication faults were active in the log file indicating that the exchange resolved the event. During the evaluation, the modular cable (lot number 7132504) was placed on a mock loop with a test controller and operated a pump without issue and the reported alarms were not reproduced. Continuity testing revealed that the yellow (comm b) wire had an elevated fluctuating resistance, indicating that the internal conductor was potentially compromised. The modular cable jacket was dissected to further inspect the underlying wires. The yellow wire was manipulated and conductors within the wire became completely separated. The damaged yellow wire would result in the driveline communication fault alarms observed in the log file. The root cause of the reported event was determined to be an electrically compromised underlying wire within the modular cable consistent with repetitive flexing of the cable over time. Heartmate 3 instructions for use (IFU), rev. C, section 5 "surgical procedures" cautions the user that sharp bends, twists, or kinks in the driveline may make it more susceptible to wear and fatigue over time. Section 6 "patient care and management" cautions the user to avoid pulling on or moving the driveline. This section further cautions: "do not twist, kink, or sharply bend the driveline, system controller power cables, the power module patient cable, or the mobile power unit patient cable, which may cause damage to the wires inside, even if external damage is not visible. Damage to the driveline or cables could cause the left ventricular assist device to stop. If the driveline or cables become twisted, kinked, or bent, carefully unravel and straighten." Section 6 (under "caring for the driveline") instructs the user to check the driveline daily for signs of damage, such as cuts, holes, or tears. Section 7 "alarms and troubleshooting" provides additional instructions regarding driveline care in a sub-section entitled "what not to do: driveline and cables". Section 8 "equipment storage and care" (under "cleaning the driveline") states, "as needed, clean exterior surfaces of the driveline cables with a damp, lint-free cloth. If more aggressive cleaning is needed, use warm water and mild dish soap." Heartmate 3 lvas patient handbook, rev. D, section 4 "living with the heartmate 3" (under "caring for the driveline") contains information regarding how to clean and care for the driveline. This section instructs the user: "check the driveline daily for signs of damage (cuts, holes, tears). Call your hospital contact right away if the driveline is damaged (or might be damaged)." And "keep your driveline clean. Wipe off any dirt or grime. If the driveline gets dirty, use a towel with mild dish soap and warm water to gently clean it. Never submerge the driveline or other system components in water or liquid." In addition, section 5 "alarms and troubleshooting" contains a sub-section entitled "what not to do: driveline and cables", which explicitly cautions the user not to twist. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The device history records were reviewed and the records revealed the heartmate 3 vad modular cable (lot#: 7132504) was manufactured in accordance with manufacturing and quality assurance (qa) specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that driveline communication fault alarms were found on interrogation during a clinical visit on (B)(6) 2023. A review of the log files revealed driveline communication faults on (B)(6) 2023 at 1558 which continued on for the remainder of the file. The log file showed comm b having an issue with comm a still functioning. The alarm was resolved after exchanging the modular cable and the controller.